Event description:
On 12/14/87 the ipp device was implanted. On 10/11/88 the pump was revised. On 7/24/97 the entire device was removed from the pt and replaced due to "fluid loss" site unk, one cylinder damaged during removal.